Event description:
Drivers are an accessory component of the instrument manager system which enable communication with laboratory instruments. This incident has been determined to be an accessory driver malfunction. When using the abbott alinity ci-series instrument with the collate results feature set to 'on' and it is communicating with instrument manager using the instrument manager abbott alinity ci-series accessory driver v8.00.0004 and v8.00.0005, when dilutions are performed, results are sent to instrument manager in a single message. When this happens, both the initial result and any subsequent results have the dilution factor in instrument manager set to the dilution factor received first. This has been determined to be a malfunction of the instrument manager abbott alinity ci-series accessory driver v8.00.0004 and v8.00.0005 which can be used with instrument manager v8.00 and higher. The malfunction was detected during initial setup of the instrument at the customer site and there have been no reports of patient harm.